Event description:
It was reported that the 6800 system was slow to boot or would not boot up at all. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The single board computer was installed during the service call. The system was tested and found to be working as intended and put back into service.